Event description:
It was reported that this right ventricular (rv) lead experienced high capture thresholds and a dislodgement was noted. Therefore, the lead was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead experienced high capture thresholds and a dislodgement was noted. Therefore, the lead was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead experienced high capture thresholds and a dislodgement was noted, which was confirm through x-rays. Therefore, the lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.